Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a transmitter that was not detected by the smart device. Patient reported that prior to the transmitter not being detected, it was paired to the g5 application and the cgm was displaying glucose values. No additional patient or event information is available. Data was returned and evaluated. The reported event of an undetected transmitter was not confirmed via data. A root cause could not be determined via data.